Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, high venous pressure alarm occurred that could not be resolved. Treatment was discontinued but only a partial rinseback of the patient's blood was performed as the operator ran out of saline to perform the rinseback. An estimated 165cc blood loss occurred. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is due to the operator running out of saline and not completing rinseback following an unrecoverable alarm. The user's guide states to have 300-500cc of saline available for rinseback. There is no evidence to suggest that a device malfunction occurred. The exact cause of the reported alarms is not known. The user's guide includes probable causes and troubleshooting steps for alarm recovery. There have been no similar problems reported subsequent to this event. Occasional alarms during dialysis are expected and should not result in blood loss if device labeling is followed. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Facility staff were notified. Nxstage medical considers this report closed. No additional information will be provided.